Event description:
Injection sites pulling out. Acct states they use both blunt bd cannulas as well as the twin pak cannulas. States the staff may be using the metal end of the twin pak to access the septums or they may not be hitting the center of the septum. No pt injuries reported.